Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the stylus was worn and non functional. It was also noted that the left keyboard hinge and right display hasp was broken. The cooling fan was noisy. The anti slip layer of the radiofrequency head was worn and the printer paper tray was nearly empty. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.